Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the atrial pacing lead was beyond the expected lower range. Beginning (B)(4) 2014, atrial sensing integrity counts up to 2481; ventricular fibrillation (vf) episodes were recorded with evidence of atrial lead noise oversensing. For the weeks of (B)(4) 2014 through (B)(4) 2014, atrial lead impedance measured 57 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptomatic tachycardia. The patient was cardioverted successfully. Upon interrogation, it was determined that the tachycardia was atrial in nature. The cardiac resynchronization therapy defibrillator (crt-d) was found to be at recommended replacement time (rrt) after only two years. The device did not meet longevity expectations. It was noted that there had been some programming changes seven months prior in which the outputs were set to high amplitude, and there was also a history of therapeutic charges. It was also reported that there was a complete loss of atrial sensing and no atrial pacing capture on the right atrial (ra) lead. There was no cardiac resynchronization therapy/ventricular pacing due to atrial undersensing, and the device was seeing r waves as premature ventricular contractions. There was also low pacing impedance on the ra lead, and noise on the ra electrogram. It was noted that there was a change in ra lead function after a coronary artery bypass gr aft seven months prior. In addition, there was no capture on the left ventricular (lv) lead. The lv lead showed previous insulation damage that had been significantly repaired. The device was reprogrammed to ventricular pacing and the device, ra lead, and lv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trg ICD implanted: (B)(6) 2012. (B)(4).